Event description:
The complainant stated that the patient was anesthestized and as the doctor was repositioning the patient from a horizontal to an upright seated position the right side of the chair back detached from the lower section. The complainant stated that there appeared to be a broken weld where the back had detached. The doctor held the chair back and the patient in the upright position while the staff transferred the patient to another table where the procedure was completed. The patient was under the doctor's control during this incident and was not adversely impacted.